Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device would not coagulate. There was no pt consequence.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area no, evidence of non-functionality yes, external physical damage blade cracked. Functional tests & results: blade not energize/cut correctly yes, lcs/cs jaw not open/close correctly no, lcs/cs not rotate/latch correctly no. Analysis conclusion: based on the inquiry info received and functional testing, a scratch was found on the device. This type of damage may be seen if the device comes in contact with other instruments when energized. The operating manual states? Avoid accidental contact with other instruments during use and when cleaning and sterilizing. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continously improve products.